Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and biliary colic ('severe piercing pain ended up with stones') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced biliary colic (seriousness criterion medically significant), insomnia ("I am not sleeping well"), restless legs syndrome ("I have restless legs but all over my body"), dyspepsia ("my gallbladder was indigestion") and cholelithiasis ("severe piercing pain ended up with stones"). The patient was treated with surgery (gallbladder surgery and hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, biliary colic, insomnia, restless legs syndrome, dyspepsia and cholelithiasis outcome was unknown. The reporter considered biliary colic, cholelithiasis, dyspepsia, insomnia, medical device removal and restless legs syndrome to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced biliary colic ("severe piercing pain ended up with stones"), insomnia ("I am not sleeping well"), restless legs syndrome ("I have restless legs but all over my body"), dyspepsia ("my gallbladder was indigestion") and cholelithiasis ("severe piercing pain ended up with stonesd"). The patient was treated with surgery (gallbladder surgery and hysterectomy). Essure was removed in 2017. At the time of the report, the medical device removal, biliary colic, insomnia, restless legs syndrome, dyspepsia and cholelithiasis outcome was unknown. The reporter considered biliary colic, cholelithiasis, dyspepsia, insomnia, medical device removal and restless legs syndrome to be related to essure. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.